Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-09206, 2134265-2016-09207, 2134265-2016-09306. It was reported that during percutaneous transluminal angioplasty catheter entrapment and guidewire detachment occurred. The target lesion was located below the knee (btk). A v-18 guidewire was advanced across the lesion and a 3.0x150mm ranger sl dcb otw balloon was then advanced, however became stuck on the wire. The physician removed the balloon and wire together and was noted that the balloon lost its shape. A v-14 wire was introduced and a 3.0x120mm ranger sl dcb otw balloon was advanced over the wire. As the balloon reached the knee the device also became stuck on the wire. When the balloon and wire were removed together the wire broke into two pieces. The procedure was completed with placement of two stents btk trapping the small piece of the v-14 in the patient. No additional patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the wire was returned loaded into the ranger sl dcb otw catheter, the wire couldn't be removed. The wire has kinks in the middle of the device and in the proximal section.overall length and distal od of the polymer section couldn't be measured due to the device condition. Od middle and the od proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-09206, 2134265-2016-09207, 2134265-2016-09306. It was reported that during percutaneous transluminal angioplasty catheter entrapment and guidewire detachment occurred. The target lesion was located below the knee (btk). A v-18 guidewire was advanced across the lesion and a 3.0x150mm ranger sl dcb otw balloon was then advanced, however became stuck on the wire. The physician removed the balloon and wire together and was noted that the balloon lost its shape. A v-14 wire was introduced and a 3.0x120mm ranger sl dcb otw balloon was advanced over the wire. As the balloon reached the knee the device also became stuck on the wire. When the balloon and wire were removed together the wire broke into two pieces. The procedure was completed with placement of two stents btk trapping the small piece of the v-14 in the patient. No additional patient complications were reported and the patient status is fine.